Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker had evidence of premature battery depletion. No known intervention took place to address this issue. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. Electrical tests performed after replacing the battery indicated normal functionality. Initially, high current was detected, however further evaluation after replacing the power source could not duplicate the high current which depleted the battery prematurely. The final cause of premature depletion was a latch up condition caused by an unknown component.

Event description:
New information received indicated the pacemaker was explanted and replaced on (B)(6) 2021. The patient was stable.